Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and suicidal ideation ('psychological or psychiatric problems: suicidal thoughts') in a (B)(6) year-old female patient who had essure (batch no. 626146, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual syndrome, urination pain, anxiety, mood swings, migraine headache, dysmenorrhea, nausea and uti. Concurrent conditions included thyroid disorder nos and chronic pain. Concomitant products included alprazolam (xanax), levothyroxine sodium (synthroid) since 2006, paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), muscle spasms ("pain abdominal spasms"), arthralgia ("pain joint/left knee/left shoulder"), pain ("pain body aches") and neck pain ("pain neck"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced nausea ("nausea became more intense after essure was placed") and fallopian tube spasm ("I spasmed during the procedure and the doctor told me they had to take the coils out and put them back in"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) became a lot more intense from the normal cramping"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("rashes or skin conditions-type: acne") and dysgeusia ("other injuries or complications-please describe: metallic taste in mouth"). In (B)(6) 2009, the patient experienced suicidal ideation (seriousness criterion medically significant), loss of libido ("hormonal changes (loss of libido)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti started being constant after essure was placed") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced musculoskeletal pain ("left shoulder pain") and headache ("headache"). The patient was treated with alprazolam, antibiotics, ibuprofen, paroxetine, phentermine, sertraline, vitamin b complex (vitamin b) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, suicidal ideation, alopecia, urinary tract infection, migraine, nausea, depression, acne, weight increased, arthralgia, pain, neck pain, musculoskeletal pain and fallopian tube spasm outcome was unknown, the dysmenorrhoea, fatigue, dysgeusia, muscle spasms and headache had resolved and the loss of libido was resolving. The reporter considered abdominal pain, acne, alopecia, arthralgia, depression, dysgeusia, dysmenorrhoea, fallopian tube spasm, fatigue, headache, loss of libido, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, pain, suicidal ideation, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs was received-n previously reported event ¿injury ¿was replaced with ¿dysmenorrhea (cramping) became a lot more intense from the normal cramping¿, events ¿¿fatigue, hair loss, loss of libido, urinary tract infection, migraines /headaches, nausea, depression, suicidal thoughts, acne, weight gain, metallic taste in mouth, abdominal spasms, joint pain, body aches, abdominal pain, left shoulder pain, neck pain, I spasmed during the procedure and the doctor told me they had to take the coils out and put them back in, headache¿, new reporters , patient demographic , concomitant and treatment drugs, concomitant and historical conditions , lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and suicidal ideation ('psychological or psychiatric problems: suicidal thoughts') in a 35-year-old female patient who had essure (batch no. 626146, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual syndrome, urination pain, anxiety, mood swings, migraine headache, dysmenorrhea, nausea and uti. Concurrent conditions included thyroid disorder nos and chronic pain. Concomitant products included alprazolam (xanax), levothyroxine sodium (synthroid) since 2006, paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), muscle spasms ("pain abdominal spasms"), arthralgia ("pain joint/left knee/left shoulder"), pain ("pain body aches") and neck pain ("pain neck"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced nausea ("nausea bacame more intense after essure was placed") and fallopian tube spasm ("I spasmed during the procedure and the doctor told me they had to take the coils out and put them back in"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) became a lot more intense from the normal cramping"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("rashes or skin conditions: type: acne") and dysgeusia ("other injuries or complications, please describe: metallic taste in mouth"). In (B)(6) 2009, the patient experienced suicidal ideation (seriousness criterion medically significant), loss of libido ("hormonal changes (loss of libido)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti started being constant after essure was placed") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). On an unknown date, the patient experienced musculoskeletal pain ("left shoulder pain") and headache ("headache"). The patient was treated with alprazolam, antibiotics, ibuprofen, paroxetine, phentermine, sertraline, vitamin b complex (vitamin b) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, suicidal ideation, alopecia, urinary tract infection, migraine, nausea, depression, acne, weight increased, arthralgia, pain, neck pain, musculoskeletal pain and fallopian tube spasm outcome was unknown, the dysmenorrhoea, fatigue, dysgeusia, muscle spasms and headache had resolved and the loss of libido was resolving. The reporter considered abdominal pain, acne, alopecia, arthralgia, depression, dysgeusia, dysmenorrhoea, fallopian tube spasm, fatigue, headache, loss of libido, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, pain, suicidal ideation, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2009: total bilateral occlusion. Lot number: 626146, manufacture date:2007-10, expiration date: 2009-09. Lot number:628191, manufacture date:2008-09, expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in soft tissue'), abdominal pain ('pain abdominal') and suicidal ideation ('psychological or psychiatric problems: suicidal thoughts') in a 35-year-old female patient who had essure (batch no. 626146, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual syndrome, urination pain, anxiety, mood swings, migraine headache, dysmenorrhea, nausea and uti. Concurrent conditions included thyroid disorder nos, chronic pain, back pain, joint pain, diarrhea, tingling sensation, foggy feeling in head, night sweats, kidney infection, pneumonia, hyperthyroidism, dizziness, hemorrhoids, seasonal allergy and hypothyroidism. Concomitant products included alprazolam (xanax), levothyroxine sodium (synthroid) since 2006, paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), muscle spasms ("pain abdominal spasms"), arthralgia ("pain joint/left knee/left shoulder"), pain ("pain body aches") and neck pain ("pain neck"). On (B)(6) 2008, the patient experienced nausea ("nausea bacame more intense after essure was placed") and fallopian tube spasm ("I spasmed during the procedure and the doctor told me they had to take the coils out and put them back in"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) became a lot more intense from the normal cramping"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("rashes or skin conditions-type: acne") and dysgeusia ("other injuries or complications-please describe:metallic taste in mouth"). In (B)(6) 2009, the patient experienced suicidal ideation (seriousness criterion medically significant), loss of libido ("hormonal changes (loss of libido)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti started being constant after essure was placed") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), musculoskeletal pain ("left shoulder pain"), headache ("headache"), pelvic pain ("pelvic pain"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), thyroid disorder ("thyroid issues") and abdominal pain upper ("stomach is great") and was found to have blood pressure abnormal ("had some issues with blood pressure"). The patient was treated with alprazolam, antibiotics, ibuprofen, paroxetine, phentermine, sertraline, vitamin b complex (vitamin b) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, suicidal ideation, urinary tract infection, depression, acne, arthralgia, pain, neck pain, musculoskeletal pain, fallopian tube spasm, bladder disorder, urinary tract disorder, thyroid disorder, blood pressure abnormal and abdominal pain upper outcome was unknown and the abdominal pain, dysmenorrhoea, fatigue, alopecia, loss of libido, migraine, nausea, weight increased, dysgeusia, muscle spasms, headache and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, arthralgia, bladder disorder, blood pressure abnormal, depression, dysgeusia, dysmenorrhoea, embedded device, fallopian tube spasm, fatigue, headache, loss of libido, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, pain, pelvic pain, suicidal ideation, thyroid disorder, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2009: total bilateral occlusion. Lot number:626146 manufacture date:2007-10 expiration date: 2009-09. Lot number:628191 manufacture date:2008-09 expiration date: 2011-09. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraines, loss of libido, abdominal spasms, body aches, nausea, metallic taste in mouth, acne, hair loss, weight gain, fatigue, urinary tract infection. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media records: blood pressure abnormal, thyroid disorder, depression, arthralgia, uti, alopecia, fatigue, stomach pain. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Events¿ thyroid issues; had some issues with blood pressure and stomach is great¿ were added. Reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in soft tissue'), abdominal pain ('pain abdominal') and suicidal ideation ('psychological or psychiatric problems: suicidal thoughts') in a 35-year-old female patient who had essure (batch no. 626146, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual syndrome, urination pain, anxiety, mood swings, migraine headache, dysmenorrhea, nausea and uti. Concurrent conditions included thyroid disorder nos, chronic pain, back pain, joint pain, diarrhea, tingling sensation, foggy feeling in head, night sweats, kidney infection, pneumonia, hyperthyroidism, dizziness, hemorrhoids, seasonal allergy and hypothyroidism. Concomitant products included alprazolam (xanax), levothyroxine sodium (synthroid) since 2006, paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), muscle spasms ("pain abdominal spasms"), arthralgia ("pain joint/left knee/left shoulder"), pain ("pain body aches") and neck pain ("pain neck"). On (B)(6) 2008, the patient experienced nausea ("nausea became more intense after essure was placed") and fallopian tube spasm ("I spasmed during the procedure and the doctor told me they had to take the coils out and put them back in"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) became a lot more intense from the normal cramping"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("rashes or skin conditions-type: acne") and dysgeusia ("other injuries or complications-please describe:metallic taste in mouth"). In (B)(6) 2009, the patient experienced suicidal ideation (seriousness criterion medically significant), loss of libido ("hormonal changes (loss of libido)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti started being constant after essure was placed") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), musculoskeletal pain ("left shoulder pain"), headache ("headache"), pelvic pain ("pelvic pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with alprazolam, antibiotics, ibuprofen, paroxetine, phentermine, sertraline, vitamin b complex (vitamin b) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, suicidal ideation, urinary tract infection, depression, acne, arthralgia, pain, neck pain, musculoskeletal pain, fallopian tube spasm, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain, dysmenorrhoea, fatigue, alopecia, loss of libido, migraine, nausea, weight increased, dysgeusia, muscle spasms, headache and pelvic pain had resolved. The reporter considered abdominal pain, acne, alopecia, arthralgia, bladder disorder, depression, dysgeusia, dysmenorrhoea, embedded device, fallopian tube spasm, fatigue, headache, loss of libido, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, pain, pelvic pain, suicidal ideation, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2009: total bilateral occlusion. Lot number:626146, manufacture date:2007-10, expiration date: 2009-09. Lot number:628191, manufacture date:2008-09, expiration date: 2011-09. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, loss of libido, abdominal spasms, body aches, nausea, metallic taste in mouth, acne, hair loss, weight gain, fatigue, urinary tract infection. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events:pelvic pain ,urinary tract disorder nos and bladder disorder nos were added. Event outcome: abdominal pain , dysmenorrhea, fatigue, hair loss, hormonal changes, migraine , headache, nausea , weight gain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in soft tissue'), abdominal pain ('pain abdominal') and suicidal ideation ('psychological or psychiatric problems: suicidal thoughts') in a 35-year-old female patient who had essure (batch no. 626146, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual syndrome, urination pain, anxiety, mood swings, migraine headache, dysmenorrhea, nausea and uti. Concurrent conditions included thyroid disorder nos, chronic pain, back pain, joint pain, diarrhea, tingling sensation, foggy feeling in head, night sweats, kidney infection, pneumonia, hyperthyroidism, dizziness, hemorrhoids, seasonal allergy and hypothyroidism. Concomitant products included alprazolam (xanax), levothyroxine sodium (synthroid) since 2006, paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), muscle spasms ("pain abdominal spasms"), arthralgia ("pain joint/left knee/left shoulder"), pain ("pain body aches") and neck pain ("pain neck"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced nausea ("nausea bacame more intense after essure was placed") and fallopian tube spasm ("I spasmed during the procedure and the doctor told me they had to take the coils out and put them back in"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) became a lot more intense from the normal cramping"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("rashes or skin conditions-type: acne") and dysgeusia ("other injuries or complications-please describe:metallic taste in mouth"). In (B)(6) 2009, the patient experienced suicidal ideation (seriousness criterion medically significant), loss of libido ("hormonal changes (loss of libido)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti started being constant after essure was placed") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), musculoskeletal pain ("left shoulder pain") and headache ("headache"). The patient was treated with alprazolam, antibiotics, ibuprofen, paroxetine, phentermine, sertraline, vitamin b complex (vitamin b) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain, suicidal ideation, alopecia, urinary tract infection, migraine, nausea, depression, acne, weight increased, arthralgia, pain, neck pain, musculoskeletal pain and fallopian tube spasm outcome was unknown, the dysmenorrhoea, fatigue, dysgeusia, muscle spasms and headache had resolved and the loss of libido was resolving. The reporter considered abdominal pain, acne, alopecia, arthralgia, depression, dysgeusia, dysmenorrhoea, embedded device, fallopian tube spasm, fatigue, headache, loss of libido, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, pain, suicidal ideation, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2009: total bilateral occlusion. Lot number: 626146 manufacture date: 2007-10 expiration date: 2009-09. Lot number:628191 manufacture date:2008-09 expiration date: 2011-09. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, loss of libido, abdominal spasms, body aches, nausea, metallic taste in mouth, acne, hair loss, weight gain, fatigue, urinary tract infection. Most recent follow-up information incorporated above includes: on 7-nov-2019: medical record was received. Event added from medical record- essure coil embedded in soft tissue. Reporter information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.